Manufacturer narrative:
A ticket search by lot 76437ud00 did not identify an increase in complaint activity related to the issue under review. A review of tracking and trending did not identify any trends for the alinity c magnesium assay. Device history review did not identify any nonconformances or deviations associated with the complaint lot number and complaint issue. The historical performance of reagent lot number 76437ud00 was evaluated using data gathered from customers worldwide. The patient data was analyzed and compared to an established control limit. This evaluation indicated that the patient median result for the lot numbers in the field for lot number 76437ud00 is within the established control limits. Therefore, no unusual reagent performance was identified. Review of product labeling found adequate information regarding the issue under review. In this case, repeat testing using the same reagent lot produced acceptable results and it was confirmed that the quality controls were within the expected ranges. Possible preanalytical problem with cell fragments on the sample surface, which can lead to interference during the first pipetting was suspected. Based on the investigation, no systemic issue or deficiency of the alinity c magnesium assay, lot 76437ud00 was identified.

Event description:
The customer reported falsely elevated magnesium results generated by the alinity c processing modules for multiple patients. Upon repeat testing, lower results were obtained. The following data was provided: sid (B)(6), magnesium initial result = 3.90 mg/dl (B)(6), repeat result = 0.79 mg/dl (B)(6), sid (B)(6), magnesium initial result = 3.90 mg/dl (B)(6), repeat result = 1.03 mg/dl (B)(6), sid (B)(6), magnesium initial result = 2.57 mg/dl (B)(6), repeat result = 0.83 mg/dl, 0.83 mg/dl (B)(6), sid (B)(6), magnesium initial result = 1.80 mg/dl (B)(6), repeat result = 0.84 mg/dl, 0.85 mg/dl (B)(6), sid (B)(6) ,magnesium initial result = 2.05 mg/dl, repeat result = 0.82 mg/dl, sid (B)(6), magnesium initial result = 1.71 mg/dl (B)(6), repeat result = 0.79 mg/dl (B)(6) , sid (B)(6), magnesium initial result = 1.93 mg/dl (B)(6), repeat result = 0.95 mg/dl (B)(6), sid (B)(6), magnesium initial result = 1.65 mg/dl (B)(6), repeat result = 0.87 mg/dl (B)(6). The customer did not provide magnesium reference ranges, the approximate reference (normal) range for magnesium is 1.6 to 2.6 mg/dl. No impact to patient management was reported.

Event description:
The customer reported falsely elevated magnesium results generated by the alinity c processing modules for multiple patients. Upon repeat testing, lower results were obtained. The following data was provided: sid (B)(6) magnesium initial result = 3.90 mg/dl (B)(6), repeat result = 0.79 mg/dl (B)(6). Sid (B)(6) magnesium initial result = 3.90 mg/dl (B)(6), repeat result = 1.03 mg/dl (B)(6). Sid (B)(6) magnesium initial result = 2.57 mg/dl (B)(6), repeat result = 0.83 mg/dl, 0.83 mg/dl (B)(6). Sid (B)(6) magnesium initial result = 1.80 mg/dl (B)(6), repeat result = 0.84 mg/dl, 0.85 mg/dl (B)(6). Sid (B)(6) magnesium initial result = 2.05 mg/dl, repeat result = 0.82 mg/dl. Sid (B)(6) magnesium initial result = 1.71 mg/dl (B)(6), repeat result = 0.79 mg/dl (B)(6). Sid (B)(6) magnesium initial result = 1.93 mg/dl(B)(6), repeat result = 0.95 mg/dl (B)(6). Sid (B)(6) magnesium initial result = 1.65 mg/dl (B)(6), repeat result = 0.87 mg/dl (B)(6). The customer did not provide magnesium reference ranges, the approximate reference (normal) range for magnesium is 1.6 to 2.6 mg/dl. No impact to patient management was reported.

Manufacturer narrative:
Section a1 - patient identifier: sample ids = (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.